Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received on (B)(6) 2017 from the representative reported the pump and catheter had not been replaced or explanted at that time.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding a patient with an implantable drug infusion pump indicated for intractable spasticity. The pump contained compounded baclofen [4000 mcg/ml] at a dose of 2000 mcg/day. It was reported the managing medical doctor informed the representative that the patient had an early motor stall. It was not known what environmental/external/patient factors might have led or contributed to the issue. It was unknown what diagnostics/troubleshooting was performed. Pending actions/interventions included a possible pump replacement. It was unknown if surgical intervention was planned. The issue was not resolved at the time of the report. The patient status at the time of the report was alive ¿ no injury. The hcps office send the representative a printout of the pump logs. When examined on (B)(6) 2017, the logs showed a motor stall occurred as well as stopped pump period may exceed tube set. The daily dose (via flex dose) was 2001.9 mcg/day. Estimated early replacement indicator (eri) was 12 months. No further patient complications were reported.